Manufacturer narrative:
Device evaluated by MFR.: promus element,mr,ous 2.50x28mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent od(outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple slight hypotube kinks. A visual and tactile examination of the shaft polymer extrusion profile found no issues. A visual and microscopic examination found no issue with the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that thrombosis occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 28mm in length target lesion with a lesion bend between >45 and <90 was located in the severely tortuous, severely calcified and 2.50mm in diameter distal left anterior descending (lad) artery. A 2.50x28mm promus element ¿ stent was advanced but failed to cross the lesion. Moreover, a thrombosis was noted. The procedure was completed with a different device. No further patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that thrombosis occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 28 mm in length target lesion with a lesion bend between >45 and <90 was located in the severely tortuous, severely calcified and 2.50 mm in diameter distal left anterior descending (lad) artery. A 2.50 x 28 mm promus element ¿ stent was advanced but failed to cross the lesion. Moreover, a thrombosis was noted. The procedure was completed with a different device. No further patient complications were reported.